Event description:
It was reported by the rep that the device was used in an unknown procedure. It was reported by the rep "instrument produced malformed clips when fired. Opened a new er320 to finish the case. There was no consequence to the pt.